Event description:
My doctor ordered an ilet beta bionic insulin pump for me get better control of type 1 diabetes. I received the supposedly brand new beta bionic pump on (B)(6) 2024. I took this pump with me to my physicians office on (B)(6) 2024 to get the appropriate training on the pump with (B)(6). She tried pairing the device to my phone and after numerous attempts she was not successful. (B)(6) called the beta bionics support team and they also tried to get the pump to pair after several attempts with the support team they too were unable to get the device to pair. The support team apologized and I was told by the support team with beta bionics that they would send me a pump overnight, which would have been (B)(6) 2024, no pump was received on this date. I called beta bionics on (B)(6) 2024 and informed that the pump was not received, again they apologized and stated they would have the pump to my by 12pm on (B)(6) 2024. The pump arrived at 1pm on the (B)(6). Upon opening the box I found a pump wrapped in plastic and that this pump was not a brand new pump. After examining both of the pumps I found that both of these pumps were what looked to be refurbished or used. I called beta bionics and I informed them that the cracks and crevices' of both of pumps had build up of what looks like it could be deodorant, lotion, or other body fluids. I know what this type of stuff looks like because I am currently on a different type of insulin pump and I know from my very own experience what this type of build up looks like. I called beta bionics to inform them about what I experienced. I spoke with supervisor (B)(4) who states this build up is glue. I appears that this company is sending refurbished devices to patients and billing my insurance for brand new equipment/devices. I have paid (B)(6) for this equipment. I am begging you all to investigate this company for unsatisfactorily sanitary cleanliness. Ref report: mw5155540.